Event description:
It was reported that a small volume intermate had white floating particles. This was discovered after being compounded with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 10/20/2013 ¿ 10/21/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with a white particle approximately 0.20mm square in size noted floating in the reservoir. The particle was identified as acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.